Event description:
It was reported to philips that the system gave an alert indicating a "low dose fluoroscopy selected. Tube rotor failure." Which impacted imaging. The procedure had to be postponed due to the system failure. The system was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.